Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, vision failure in a patient implanted with a company iol. The patient was about to be removed from the lens and to be replaced with another lens. The doctor indicates that all measurements were taken correctly in the surgical protocol and post-surgery, but the patient did not achieve the expected vision, in fact he did not see. Additional information has been requested.

Manufacturer narrative:
The reporting facility did not provide a lot number or any identification of the product. The manufacturer internal reference number is:(B)(4).